Event description:
It was reported by the customer that the device's monitor screen froze for 30 seconds and reset itself. The only functional button was the "on" button. It was also indicated that there were 3 occurrences in one incident. No adverse affect to the patient was reported as a result of device use. The patient's outcome was not reported.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.